Event description:
Patient was revised to address poly wear of insert, osteolysis, and loosening of femoral and tibial components.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it is indicated that the product was implanted prior to 1995. Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after approximately 12 years of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.